Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues. The device had physical damage consistent with being dropped. Device has been evaluated but the components have not been replaced pending customer approval of estimate.